Event description:
A cartridge change error was reported with a pump, which did not adversely impact the customer's blood glucose level. The customer was advised by technical support to inspect various components of the pump, clean debris from the pneumatic tap area, and attempt to reload the cartridge. Despite these efforts, the cartridge could not be successfully loaded, prompting an escalation for further troubleshooting. Technical support decided to replace the customer's pump and six cartridges, as the problem persisted. The customer was also informed about receiving a pump with updated software and instructed on returning the faulty pump, programming the new one, and connecting the continuous glucose monitor to it.